Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. It was reported that the meter remote emitted multiple bg>15 min old alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2016 with the following findings: a review of the pump¿s meter record showed evidence of boluses being performed after the 15 min bg check limit. During testing, the meter powered up properly and paired successfully with a test pump. A bolus was performed immediately after measuring bgs with no inappropriate messages received. A bolus was performed 30 minutes after measuring bgs and the meter gave an appropriate warning. The complaint of a meter error issue was not duplicated during investigation. There was no defect found during investigation.